Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported still going to the bathroom every 15 minutes. This had occurred since implant. The patient raised it to 0.6 or 0.7 and it caused pain in the scrotum. The wife then shut it off. They called support link and they helped them turn it on again to 0.3 volts. The patient did not feel stimulation and therapy was noted to be on. The situation was not resolved and the patient was on program 1 at 0.3 volts. The patient was aided in increasing stimulation on program 1 from 0.3 volts to 0.4 volts. The patient felt it in the correct area but it was too high. It was then changed to program 2 at 1.6 volts. It was noted that he had been given one bag of sodium chloride before surgery. His blood pressure was very low after surgery so they gave him 5 more small bags. The patient was redirected to his healthcare provider (hcp). The patient later reported on 2016-03-02 that the device was not really working but he didn't know if it wasn't going to work for him or if he hasn't given it enough time yet. The patient stated before the device was up at night 10x, now he was up 3 xs, however, his symptoms during the day haven't improved. Patient wanted to know how long it would be until he could sit through a movie. The patient stated he had pain in his testicles to his rectum almost continuously and was on program 1 at 1.4 v feeling stimulation. The patient reported a jolt while increasing stimulation, slight discomfort on program 1 at 0.5 v and confirmed his stimulation was comfortable at 0.4. The patient indicated therapy not working, pain at testis to rectum, jolting during reprogramming and overstimulation sensation at on program 1 at 0.5 v. Additional information received on 2016-03-17 indicated that patient has stimulation to a point where if he increases anymore he would feel an undesirable sensation between his rectum and testicles. The patient was on program 1 at 0.4. The patient stated she has tried the other programs and program 1 seemed to be the most effective. The patient wanted to change to program 2. The patient changed to program 2 and increased stimulation to a point where he could feel it and it was comfortable. The patient experienced night time return of symptom which was considered as sudden. At the beginning of the call the patient stated his symptoms returned a week and a half ago. The patient got to a point where he could sleep through the night then a week and a half ago he started having to go to the bathroom 6 7 8 times a night, like he was before the implant. The patient was also not happy with the effectiveness of the device. The patient stated before he got the device he was going to the bathroom every hour and after the implant he got it up to going to the bathroom every couple hours but patient was not satisfied with this. The patient added five days later that since implan t 'all he does was look for a bathroom. The patient stated he has the urge to urinate every 3/4 hour. The patient increased from 1.4 v to 1.7 v on program 4 and confirmed he felt stimulation comfortably on the right side of bicycle seat area. The patient also mentioned the strength or the stream of his urine was weaker. The patient was redirected to hcp. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient reports since having implant he was not getting therapy relief and like to change the program again. Patient stated he called before and patient service helped his change the program. The patient was not feeling stimulation while therapy was on. Patient services assisted patient with using patient programmer (pp) to adjust setting from program 4 to program 3 @ 0.7v and he was feeling stimulation. The situation was situation resolved. The patient would try setting for few weeks and contact hcp if setting doesn't help.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.